Event description:
As reported by the (B)(4) registry, the patient experienced a stroke (ischemic) the day after the index procedure. The onset was sudden and the recovery was partial with minor residual. The patient was asymptomatic at this time of the intervention. Pta was performed on a 95% occluded lesion in the mid basilar internal carotid artery of 20mm in length in a 4.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion was eccentric with mild calcification. A 4mm medium support angioguard rx embolic protection device successfully crossed the lesion and the lesion was pre-dilated. A 7x40mm precise pro rx stent was successfully deployed in the target lesion. The residual diameter stenosed measured 20%. There was no presence of air bubbles during the procedure nor was any dissection documented after pre-dilatation. The patient was neurologically intact upon leaving the angio suite. On the following day, the patient had right side vision loss. Neurological deficits were aphasia and dysarthria. The patient was discharged on the same day with a major adverse event. Nih and rankin scores were 0, respectively, at discharge.

Manufacturer narrative:
Additional information was received that the patient did not have any known allergies to nitinol, nickel or titanium and had no neurological symptoms prior to the procedure. A 6 french was used in the procedure. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections. There was no thrombus noted pre or post-deployment. No intervention or treatment was to treat the event. The patient had dysarthria and right facial droop. Discharge recommendation made for home physical therapy. At the day 30 visit, subject still had dysarthria and right facial droop (unchanged from discharge).subject was referred for a speech therapy evaluation and treatment. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced an ischemic stroke the day after the index procedure. The onset was sudden and the recovery was partial with minor residual. The patient was asymptomatic at the time of the intervention. Pta was performed on a 95% occluded lesion in the mid basilar internal carotid artery of 20 mm in length in a 4.0 mm vessel diameter with mild vessel tortuousity. The arch iii lesion was eccentric with mild calcification. A 4 mm medium support angioguard rx embolic protection device successfully crossed the lesion which was pre-dilated followed by deployment of a 7x40 mm precise pro rx stent with a residual stenosis of 20%. There was no presence of air bubbles during the procedure nor was any dissection documented. The patient was neurologically intact upon leaving the angio on the following day, the patient developed right side vision loss, aphasia and dysarthria. No treatment or additional interventions were performed and was discharged on the same day. Nih and rankin scores were 0, respectively, at discharge and a recommendation was made for home physical therapy. At the day 30 visit, subject still had dysarthria and right facial droop (unchanged from discharge). Subject was referred for a speech therapy evaluation and treatment. The patients medical history includes left carotid endarterectomy, recurrent cea stenosis, history of smoking, diabetes mellitus and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15370317 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 403014mc, lot number 70810501. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.